Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-01514. It was reported the patient's ipg was unable to be programmed to MRI mode as one of the leads' exhibited high impedance. Subsequently, surgical intervention was undertaken during which the affected lead was explanted and replaced. The issue was resolved following the procedure. Note: both leads are being reported since it is unknown which lead was replaced.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-01514.